Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 7.0cm thoracic aortic aneurysm. It was reported that the physician stated that the patient had a type ia endoleak at the level of the left common carotid artery due to aortic disease progression. The patient received treatment with the graft being explanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction to previous correction MDR 2953200-2018-00272: manufacturer received was 2019-01-10. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.